Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a missing clear cap to the female connector inside a closed pouch was observed. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related issue occurred during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was found without a cap. This was observed prior to the use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.